Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the missing door shim is unknown. To correct the condition, the door shim was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a missing door shim. No additional information is available.